Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the headlight is hanging and the unit moves too much due to broken and missing parts. We decided to report the issue in abundance of caution as broken and missing parts could lead to fall of the device or it's parts and as a result of that, could lead to serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the headlight is hanging and the unit moves too much due to broken and missing parts. We decided to report the issue in abundance of caution as broken and missing parts could lead to fall of the device or it's parts and as a result of that, could lead to serious injury. Corrected b5 describe event and problem: on 16th june, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the headlight is hanging and the unit moves too much due to broken and missing parts. Moreover, the rear cover and dust cover were missing from the spring arm. We decided to report the issue in abundance of caution as broken and missing parts could lead to fall of the device or its parts and as a result of that, could lead to serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the headlight is hanging and the unit moves too much due to broken and missing parts. Moreover, the rear cover and dust cover were missing from the spring arm. We decided to report the issue in abundance of caution as broken and missing parts could lead to fall of the device or it's parts and as a result of that, could lead to serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no infromation if the claimed device was not being used for patient treatment or diagnosis when the event took place. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. The possible root causes are : non-conformity of the metal covers assembly, degradation of the metal covers, improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. In the absence of photographic evidence, it is difficult to determine where the spring arm broke. From the information collected, it is likely that the spring arm broke at the front pivot after excessive stress. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 16th june, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the headlight is hanging and the unit moves too much due to broken and missing parts. Moreover, the rear cover and dust cover were missing from the spring arm. We decided to report the issue in abundance of caution as broken and missing parts could lead to fall of the device or its parts and as a result of that, could lead to serious injury.